Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, when the surgeon activated the instrument, the jaw couldn't be closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.